Manufacturer narrative:
(B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in returned to manufacturer. The reported halberd was returned for evaluation. The returned halberd had its spring coil unraveled and detached distal to the tip solder. Under the unraveled spring coil, the inner coil wire was exposed and found intact. The fracture ends of the spring coil were found twisted with flat fracture surfaces, indicating torsion generated as the coil loosened had caused coil fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion applied on the halberd had most likely accumulated at the tip solder where the spring coil was fixed on the core segment when the wire tip was being caught and restricted its movement by the heavily calcified lesion. Consequently, the spring coil became unraveled and eventually fractured. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ breakage of the guide wire.

Event description:
It was reported that an asahi halberd guide wire was used with the support of an asahi corsair armet microcatheter during a percutaneous peripheral intervention (ppi) to treat a heavily calcified chronic total occlusion (cto) in the anterior tibial artery (ata). When attempts were made to remove the halberd for wire exchange, it could not be pulled into the corsair armet. Therefore, the two devices were removed together. The spring coil on the distal segment of the halberd was then found deformed in a ball shape. A new halberd was used to resume the procedure. Recanalization was achieved by paint old balloon angioplasty. There were no adverse patient effects associated with this event.